Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the trial poly broke during the procedure. No patient harm or impact was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device identified signs of repeated use (nicked/gouged) and the instrument was found to be cracked. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Complaint is confirmed by the returned device being fractured. The root cause of the reported issue is attributed to wear and tear from the over 10 years of use the device has had in the field. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.